Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up. Post paced t wave oversensing was observed. Programming changes were made and the issue did not occur again. The device remains implanted.